Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details the reported condition was duplicated. The nut can loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back nut to loosen over time. The drive housing and back nut were each upgraded along with the replacement of other components in the handpiece.

Event description:
It was reported that the handpiece fell apart exposing internal components during a total knee procedure. All the parts were located, and nothing fell into the site. Another device was used to complete the procedure. There was no medical intervention required. There were no adverse consequences reported as a result of this event.